Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported unit keeps changing its settings by itself. Additionally, the unit appears to randomly select menus and changing settings on various different screens when left alone untouched. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During this evaluation, the device was able to power using ac and dc power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions; however, the touch screen would move without being touched and was not working correctly and during the testing all the points on the screen were not fully responsive resulting in erratic touch screen behavior. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event. (B)(4).